Event description:
The customer reported difficulty pacing after cardioverting a pt. The users inserted a temporary transvenous pacing wire to pace the pt.

Manufacturer narrative:
(B)(4). The customer reported difficulty pacing after cardioverting a pt. The users inserted a temporary transvenous pacing wire to pace the pt. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.